Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. This pacemaker was successfully explanted and has not been returned for analysis. No additional adverse patient effects were reported.